Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical imaging received by endologix found the aortic rupture and type iiib endoleak complaints are confirmed. The additional endovascular procedure complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an aneurysm enlargement of 9 mm occurred that was not included in the event as reported. These findings were discovered during an examination of the computed tomography scan dated 13 september 2025. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Since it was reported that the afx2 introducer sheath was exchanged out for a gore (non-endologix) dryseal sheath which is a stiffer sheath, it is possible that this contributed to the type iiib endoleak; however, that could not be conclusively determined. Procedure related harms could not be determined. The final patient status was reported as in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: description ¿ updated b6: relevant test/lab data - updated g3: awareness date ¿ updated h6: investigation type codes ¿ remove code 4118 h6: investigation finding codes ¿ remove code 3233 h6: investigation conclusion codes ¿ remove code 11

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2023 with the implant of an afx2 bifurcated stent graft (bsg), and two (2) afx vela suprarenal stent grafts. There was reportedly intraoperative migration (distance of movement is unknown) of the first afx vela suprarenal that was deployed using a gore (non-endologix) dryseal sheath; however, it was resolved during the index procedure by deploying a second afx vela suprarenal. Additionally, it was reported that the patients computed tomography (CT) from one year post op follow-up did not show any problems. However, the patient presented emergently with a ruptured aneurysm on (B)(6) 2025. Based on the CT at time of aneurysm rupture, a possible type iii endoleak from the aortic bifurcation is suspected. The physician elected to implant a third afx vela suprarenal, and the procedure was completed. The final patient status was reported as good post secondary procedure. The afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient; therefore, a device evaluation will not be performed. The distributor reported that the patient medical records are not available. Pre-planning and computed tomography imaging studies have been received for further evaluation by a clinical specialist. A follow-up report will be submitted upon completion of clinical analysis. H3 other text: device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6)2023 with the implant of an afx2 bifurcated stent graft (bsg), and two (2) afx vela suprarenal stent grafts. There was reportedly intraoperative migration (distance of movement is unknown) of the first afx vela suprarenal that was resolved during the index procedure by deploying a second afx vela suprarenal. Additionally, it was reported that the patients computed tomography (CT) from one year post op follow-up did not show any problems. However, the patient presented emergently with a ruptured aneurysm on (B)(6)2025. Based on the CT at time of aneurysm rupture, a possible type iii endoleak from the aortic bifurcation is suspected. The physician elected to implant a third afx vela suprarenal, and the procedure was completed. The final patient status was reported as good post secondary procedure.